Event description:
It was reported that upon device interrogation the implantable pulse generator (ipg) went to no output and displayed question marks in the rate parameter. A power on reset (por) message and an elective replacement indicator (eri) message occurred. Prior to interrogation the pacing and capture were seen intermittently on the electrocardiogram (ECG). There was an attempt to raise outputs via an applied donut magnet but no pacing was seen. The patient's heart rate (hr) was in the 40's. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-53 implantable pacing lead, (B)(6) 2000. (B)(4).